Event description:
The pt experienced a quick, minor shock in his arm and hand when therapy was turned on. The deep brain stimulator was in 'soft start' mode. The amplitude had been increased from 0.5 volts to 1.9 volts at the last clinic visit. A follow-up report will be submitted if additional info becomes available.